Event description:
Customer reported blood glucose results of 190 mg/dl, 132 mg/dl, and 99 mg/dl within 10 minutes on the advantage system. Customer reported no symptoms or treatment related to these results. No adverse event reported. A request was made for the return of the system, replacement was sent.